Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that alaris pump shut off during precedex infusion in intensive care unit(ICU). There was patient involvement, however outcome is unknown. Although requested, further information was not provided.